Event description:
Information received with return of the explanted device notes that the patient came into the clinic with a slow, irregular p ulse around 50. When the pacemaker was inter- rogated, the measured data showed a lead impedance oof >1990 ohms and no output.